Event description:
Boston scientific received information that during an implant procedure, when this new device was connected to an existing right atrial lead, it exhibited a low out of range pacing impedance measurement of less than 200 ohms. The system was reprogrammed and no intervention was performed. The device was successfully implanted and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.